Event description:
The customer reported that device cover had been damaged and requested service. Physio-control replaced the device. There was no report of pt use associated with the reported event. After the device was returned to physio control and evaluated, it was determined that the damage was sufficient enough to have broken the on/off switch mechanism and the device could not be turned on.

Manufacturer narrative:
The damage to the device extended to the power switch, which would not operate. Root cause for the failure of the device to power up was damaged to the power switch.